Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas) (B)(4). No product available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12oct2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook document are currently available. Section 1 of the IFU, ¿introduction¿, lists neurologic dysfunction as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient was readmitted for neurologic dysfunction. The patient had an epileptic convulsive event, and was treated with an anticonvulsant agent. The patient was discharged on (B)(6) 2022.